Event description:
As reported during routine procedure for eri the doctor found two insulation breaks on the lead. The doctor decided to replace the lead. After operation, the patient situation is safe and stable.